Event description:
It was reported the device shut down while infusing on and failed to alarm low battery. This occurred in the pediatric ICU. There was a patient incident but there was no harm, injury, or death associated with the event. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the top case corners chipped, the bottom case by the ac receptacle and the l-bracket cracked; also, a broken gasket and cracked right plunger case; both tamper seals were also broken. There was evidence of the reported problem recorded in the event history log. The customer reported problem was not verified/duplicated. However, it was found that the battery no longer operates as intended due to normal wear. The battery was 10 years old. Normal wear was found to be the cause of the reported problem. For corrective action, the battery was replaced. The root cause of the reported problem was traced to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.